Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was happening when the we were working on a primary total knee replacement surgery in a key hospital in (B)(6) on (B)(6) 2016. During the surgery we opened a no. 5 tibial bearing insert of nrg(ref (B)(4), lot 49998701), and found out that the metal line was slightly beyond the edge of poly insert. The surgeon continued to make the next move and put the insert onto the tibial tray, and then the metal line began to curve during the course. Since the metal line was curved, that insert would become invalidated. And we had to open another insert to finish the surgery.

Manufacturer narrative:
Reported event: an event regarding a seating/locking issue involving a scorpio insert was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned with the locking wire assembled to the device. A review of the device noted that there was significant impact damage observed around the wire slot. The wire was also found to be not fully seated in the wire slot due to damage to the wire. Due to the damage the intraoperative functionality could not be assessed. Medical records received and evaluation: there were no medical records provided for review as the device was not implanted. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the event details stated that the "metal line was slightly beyond the edge of poly-ether insert. The surgeon continued to make the next move and put the insert onto the tibial tray, {...}". The metal line beyond the poly-ether insert could not be confirmed as there was significant impact damage around the wire slot . This damage may have occured when the surgeon attempted to fit the component. The review carried out by the manufacturing cell has determined that the complaint was not manufacturing related. The exact cause of the event could not be determined. No further investigation is possible at this time. If additional information becomes available this investigation will be re-opened. Product surveillance will continue to monitor for trends.

Event description:
It was happening when the we were working on a primary total knee replacement surgery in a key hospital in (B)(6) on (B)(6) 2016. During the surgery we opened a no. 5 tibial bearing insert of nrg(ref 82-3-0510, lot 49998701), and found out that the metal line was slightly beyond the edge of poly insert. The surgeon continued to make the next move and put the insert onto the tibial tray, and then the metal line began to curve during the course. Since the metal line was curved, that insert would become invalidated. And we had to open another insert to finish the surgery.